Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after 3 days in use, the catheter of a bd intima-ii¿ closed IV catheter system became detached and remained in the patient¿s forehead. The patient was a (B)(6) year old female child and after a color-ultrasound and CT scan, she was transferred to another hospital for surgical removal of catheter. There has been no report of lasting effects or injury at this time.

Manufacturer narrative:
Investigation summary: a sample was provided for investigation. Bd was able to observe the reported failure mode with the supplied device, the catheter had broken at the root, and the edges of the breaking point were rough or jagged in appearance. According to the complaint information the catheter was infused for three days prior to breaking, during this time the catheter was performing as expected. During testing it was determined that if a large enough pull force is applied to the catheter, it will break and the resulting pattern will resemble the device cited in the complaint, rough edges and white coloration. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7265013. Investigation conclusion: this failure mode is not related to the manufacturing process, the most likely root cause for this complaint is that at some point during infusion force was applied to the tubing of the catheter causing it to be pulled apart.